Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Colon at what location on the tissue? Rectal stump area. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? Second. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard?yes if so, when? When firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Patient had radiated tissue and previous chemo treatments.

Event description:
It was reported that during an open low anterior colon resection procedure the surgeon fired the first device with a green reload across lower portion of the colon, it fired correctly with no issues. The second firing was with a green reload and the device locked out. They reversed it and removed the device. Each firing they cleaned before entering the reload into the device. The surgeon used the correct compression method. They used the second device and when it was placed on to the lower anterior portion of the colon the first firing it worked correctly after the second stroke and it was difficult to fire and a loud crunch was heard. They hit the release button but the arrow was still showing in the window that it was in firing mode. The window had nothing on it to show it was released or locked out, the arrow was pointing toward the anvil. At this point it was stuck on tissue; the device was placed at a location distal to the cancer site at this time. They then used the ple45a with a green reload and placed it distally to where the echelon device was stuck on the colon tissue. The surgeon fired two firings and then a third firing due to the second green reload and would not fire even after cleaning the anvil and the crotch of the device prior to the placement of the reload into the gun. They fired across the rectal stump of the colon and were able to dissect the echelon off of the tissue. The second reload that was removed from the powered echelon appears to be broken. They were able to complete the procedure with the third firing. There was no patient consequence reported. The patient is stable.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60a device was returned with the firing mechanism jammed. The device was received with an ecr60g reload present. The reload was received partially fired. No testing could be performed due to the returned condition of the device. The device was disassembled to verify the condition components and it was noted that the knife had buckled. The damage to the knife is consistent with the device being clamped over an excess of tissue, causing the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will bucked. Additionally, an ecr45w partially fired 1/10 was received. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge leading the difficulties to fire the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.